Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical valve, an assessment was performed at eighty percent deployment with no paravalvular leak (pvl) noted. Upon final release of the valve, the valve moved ventricular but it was not visualized until the final gradient measurements were taken and the diastolic pressure dropped. Subsequently, another valve was successfully implanted valve-in-valve. The diastolic pressure improved and the gradients normalized. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.